Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had a setscrew issue which caused high impedance on the atrial channel and oversensing noise. The physician suspected that there may have been fluid in the header. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material (fm) in both connector bores. The atrial setscrew block had damaged threads, damage to the surface and fm. The returned device indicated a damaged grommet with fm. The returned device indicated the atrial set screw had damaged threads and a rounded socket. If information is provided in the future, a supplemental report will be issued.